Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported, that replace tx now occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined, to be a transmitter failed error. The reported event of replace tx now is reportable, based on the finding of a transmitter failed error. No injury or medical intervention was reported.